Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous proximal left anterior descending artery that was heavily calcified. After pre-dilatation was performed with a 2.0x15 mm trek balloon catheter, the 2.75x33 mm xience xpedition could not cross the lesion. After the failed attempt to cross a dissection was observed. A 2.5x23 mm xience xpedition and a 2.5x18 mm xience xpedition were crossed and deployed successfully for treatment; however, resistance was also felt during crossing with both of these devices. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency.